Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge resulting in an out of insulin alarm. A new cartridge was loaded resolving the issue. Blood glucose (bg) level was over 500 mg/dl and the elevated bg continued into the following day. Customer bg level may have been due to the inaccurate fill estimate. Bg level was addressed by performing a supply change and delivering a correction bolus via the pump.